Event description:
It was reported that entrapment on guidewire occurred. The target lesion was located in the popliteal artery. A 6.0 x 100mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for use. The balloon was inflated in the artery for five minutes. Upon withdrawal, the ranger stuck to the 018 guidewire. The ranger and the guidewire were successfully removed from the patient. There were no patient complications.